Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and the paramedic visited. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2014 she went to bed with blood glucose reading 71 mg/dl and she later passed out. Her life-line system called for the paramedic and her niece also came over. Upon the paramedic arrival she was treated with a glucose shot and orange juice. She did not need to go to the emergency room.